Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) 500 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the port. The leaks were discovered during filling before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : the device was manufactured between october 06, 2018 - october 08, 2018. The three (3) devices were received for evaluation.visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed, and a leak was observed at the spike port cap at the base of the spike port tubing n all three samples. The reported condition was verified. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.